Event description:
Related manufacturer reference number: 1627487-2019-06202.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-06202 it was reported that the patient was experiencing ineffective therapy following a fall on the ipg site. The patient's l4 lead exhibited high impedances. As a result, the patient's ipg was replaced on (B)(6) 2019. Patient has therapy post-operatively.